Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving bupivacaine 30 mg/ml at 9.8 mg/day via an implantable pump. It was reported that during a routine pump replacement due to early replacement indicator there had been no spontaneous retrograde flow of cerebrospinal fluid (csf). The surgeon attached the catheter back to the explanted pump and had been unable to withdraw fluid. 3 cm of the existing 8596sc were trimmed and they immediately saw csf flow. The surgeon spliced on 25.5 cm from a new 8596sc pump catheter segment and they continued to receive csf flow. After attaching the new pump segment onto the pump, csf was able to be withdrawn. The patient had no symptoms prior to the surgery. Environmental/external/patient factors that may have led to the event included the patient had lost 100 lbs after having gastric bypass surgery since their previous pump replacement.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2022, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 10-mar-2012, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter: analysis identified the {coring/tearing/cuts} in the cup of the connector. Pump : analysis of the catheter identified the pump reached its elective replacement indicator (eri) based on time progression, as expected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.